Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer had abdominal pain as a result of high blood glucose. The customer was treated for the high blood glucose with manual injections and bolus. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.